Event description:
On (B)(6) 2013, the reporter stated that the pump was not delivering the recommended bolus amount when the bg was elevated, resulting in lower bg at a later time. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: any information from the black box or pump history from the event date was overwritten due to continued use of the pump. The history showed the dates of (B)(6) 2014; the available total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.